Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation and the right atrial lead dislodged. The lead was explanted and replaced. No additional information was reported.